Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error related to the power management board was observed. The device was returned unrepaired to the customer per their request.